Event description:
During the procedure, the 20mm amplatzer® septal occluder (aso) was undersized and a 24mm aso was implanted. However, post-deployment echocardiogram showed the aso has dislodged and required surgical removal.